Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their aligners are cutting their lips and make it uncomfortable to talk. Asked patient to try steps 2 and 3 to see if they are a better fit. The stls are not good and the aligners reflect this. Educated patient on the impressions and preparing them for us to send a new impressions kit to make new aligners. Fit tips given, but they are irrelevant to the fit and just sending as it is preferred. Requested photo of step 2 aligners for evaluation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.